Manufacturer narrative:
The reported reader (B)(4) was returned and investigated with known good test strips. A visual inspection was performed on the returned reader and no issues were observed. A control solution testing was performed, and all test results were satisfactory. No malfunction or product deficiency has been identified. An extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and precision strips, no trends were identified that would indicate any product related issues. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A nursing home worker reported on behalf of the customer who received unspecified "incorrect" readings on the adc freestyle libre reader which were lower when compared to readings obtained on the adc libre sensor. Customer was feeling lethargic, dehydrated, agitated, "painful" and experienced a seizure and loss of consciousness. Customer was seen at the hospital and an unspecified reading was obtained on the hcp meter. Customer was diagnosed with hyperglycemia and she was treated with insulin (dose unknown) and unspecified medication. There was no report of death or permanent impairment associated with this event.